Manufacturer narrative:
The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. Additional information was requested and the following was obtained: was it difficult to break the ampoule (was extra force needed to break the ampoule)? - no .information. What was done to treat the shard penetration? - no information. Was medical or surgical intervention required? - no information. What is the status of the surgeon injury today? - the surgeon is getting well.

Event description:
It was reported that a patient underwent an unknown surgery on (B)(6) 2017 and topical skin adhesive was used. Just before the surgeon was closing a surgical incision, the surgeon cut his finger on the broken glass ampoule. The broken glass ampoule was protruding from the applicator when the surgeon pressed strongly and folded the applicator to squeeze the liquid adhesive from the applicator several times. No medical intervention was required for the surgeon's finger. The procedure was completed successfully. No patient consequences. The surgeon is recovering. Additional information has been requested.

Manufacturer narrative:
Evaluation summary ¿ the actual sample was returned for analysis. The applicator shows a crushed ampoule and dry formulation inside the butyrate tube. Sign of force is observed since the butyrate tube looks deformed like when squeezed to dispense the adhesive. The initiated filter is purple in color due to contact with formulation. Also, dry formulation is observed in the exit channel and outside the bulb. The applicator shows a yellowish color on the bulb tip. All the components of the applicator are present and appropriately assembled. The sample reveals a piercing through which a glass shard protruded in the applicator bulb. Also, a piercing in the butyrate tube is observed. These piercings coincided in position. When the glass ampoule containing the adhesive shatters, the broken glass shard can rarely orient itself upon repeatedly/excessive manipulation so that it is perpendicular to the housing; when pressure is exerted on the casing, the shard can protrude through the plastic tubing and the protective overwrap material. The information for use states: ¿do not crush the contents of the applicator repeatedly as further manipulation of the applicator may cause glass shard penetration of the outer tube. Glass shard penetration can result in inadvertent skin punctures, which may result in the transmission of blood borne pathogens.¿